Event description:
The report received from the study indicated that approximately eleven months after the index procedure during the one-year follow-up phone contact with the patient, coronary angiography was conducted. A late stent thrombosis and an 80% focal, proximal in-stent restenosis (isr) was reported. The report stated that the patient had angina with exercise. The report stated that a re-percutaneous coronary intervention (re-pci) was not possible. Twelve days after the angiography, coronary artery bypass graft (CABG) surgery was done to treat the restenosis. A left internal mammary graft to the left anterior descending (lad) target lesion was done. No extra-corporeal circulation was required. The patient was discharged five days after the surgery.

Manufacturer narrative:
The indication for the elective index procedure was stable angina/ECG stress test by bicycle/treadmill. The patient was found to have single-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction (lvef) was not provided. The target lesion was the proximal lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 16 mm length, a 90% stenosis, ostial and type b2. The lesion was not pre-dilated. A cypher select plus 3.0 x 18 mm stent was implanted at 8 atm. The stent was post-dilated with a 4.0 x 12 mm balloon at 10 atm due to stent under expansion. A satisfactory result was obtained. The residual stenosis was 0%. The timi flows pre and post-procedure were not provided. Follow-up contacts at the one, six and twelve month periods indicated the patient was asymptomatic and continuing his medical regimen. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.